Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Patient demographics (initials beginning with surname, age, gender). Confirmation of the code. Lot of the product. What action did the surgeon take to correct the problem presented with the product? Was there any damage / consequence in the patient due to a problem with the product? What is the current state of the patient?

Event description:
It was reported that the patient underwent liposuction surgery on (B)(6) 2019 and suture was used. When making the closure in surgery, the thread separated from the needle. There were no adverse patient consequences reported.